Event description:
Facility reported 3 battery reamers/drills as running slow. Routine repair of battery reamer/drill lot number 4479 on (B)(6) 2013 reported device as running slow, sticky trigger, failed torque and cannulation test and failed torque test. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: the additional evaluation was completed. As received condition indicated a blemished housing. The complaint that the battery reamer has low power was confirmed. The material had a sticky trigger and failed a torque and a cannulation test. This was most likely damaged from normal use over time. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis device is an instrument and is not implanted or explanted. (B)(4). A review of the device history record revealed no complaint related anomalies. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Placeholder.